Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, a ventilator inoperative alarm condition was observed. The device's system board was replaced to address the issue.